Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer experienced an elevated blood glucose (bg) level of 300mg/dl. The customer's delivered over 20 units of insulin to address the bg level and the customer's bg levels remained elevated. A system check was performed and the pump performed as intended. The infusion set cannula was not observed as the customer did not have extra supplies with them at the time of the report. Reportedly, an infusion set and cartridge change was performed to address the bg level. Tandem technical support offered to follow-up to ensure the customer's bg level decreased and the follow-up call was declined by the customer.